Manufacturer narrative:
Title the efficacy of absorbable versus nonabsorbable fixation in laparoscopic totally extraperitoneal (tep) repair of large inguinal hernias source asian journal of surgery, 2019 (1-6) date of publication: 24 january 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, comparison of clinical outcomes of laparoscopic totally extra-peritoneal (tep) repair with mesh fixation in large inguinal hernias using titanium versus absorbable tacks was done. In the study, 37 patients who had mesh fixation with absorbable tacks (group at). Post operative complications for the absorbable tacks were hernia recurrence, seroma, hematoma formation and chronic pain.